Manufacturer narrative:
No conclusion code available; the reported field event of an impedance anomaly was confirmed in the laboratory. The device was tested on the bench and high pacing lead impedance and high hv lead impedance were observed. Noise was also observed on all of the sensing channels. The cause of the reported anomaly is believed to be due to an anomalous component on the hybrid.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that out of range lead impedance measurements were observed. Device was explanted and replaced. Patient&#38112;condition was stable.